Manufacturer narrative:
The customer did not flag the device for repair because they did not believe the unit malfunctioned. The device is therefore unavailable for root cause evaluation.

Event description:
It was reported that the neptune rover with smoke evac and power pole was connected to the patient's oral gastric tube at the end of an enteroscopy procedure. The procedure was completed successfully without any delay. The patient was discharged as stable. Overnight, the patient developed some gi bleeding and was transferred back to the user facility for treatment, then discharged again. According to the customer, the patient is fragile and has a history of gi bleeding problems, multi-system issues and anatomical malformations. The customer does not believe there was cause and effect between the neptune use and the gi bleeding.